Event description:
It was reported that during an unknown procedure, while off of the tissue, the device was locked and could not be opened. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The device closed and opened properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? The device did not become locked while on tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unknown. During which stroke did the event occur? The device was locked out & no strokes could be fired. This was on gastric tissue. What color cartridge was being used? Green. What other color cartridges were used before and after this event? New device opened. Was buttressing material utilized? If so, which product? Unknown. Was the instrument fired across or near an existing staple line or clip? Did not fire. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected closing, or firing? No.